Event description:
It was reported that the aseptic housing opened during a procedure, exposing the non-sterile battery. There were no reports of adverse consequences associated with this event and the procedure was completed using a back up housing.

Manufacturer narrative:
The device is not available for evaluation, and the lot number was not provided. The device history record cannot be reviewed. If additional information is received, a follow up report will be filed.